Event description:
An aneurx stent graft aortic cuff was implanted in a pt for the endovascular treatment of an abdominal aortic pseudoaneurysm approx 3-4 years ago. Aneurysm morphology was not reported. The aortic neck measured 24 mm in diameter, it was straight and calcified. It was reported that the pt originally had open repair on his abdominal aortic aneurysm many years ago and had developed a pseudoaneurysm post the open repair which required repair with the aneurx cuff. The pt recently returned with a distal type 1 endoleak which was proximal to the dacron graft that was used for the open repair. The aneurx cuff was found in the same position that it had been implanted in a few years ago and did not move. The physician commented that the endoleak is a result of deterioration of the dacron graft. A talent converter and an occluder were successfully implanted followed by a fem-fem bypass 4 days later. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: calcified aortic neck, development of a pseudoaneurysm; dacron graft. Conclusion: short seal zone; dacron graft.